Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging intermittent power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: a review of the pump¿s black box revealed multiple pump reboots following a cs 52 alarm. No battery cap was returned with the pump so a test battery cap was able to fit and maintain an electrical connection. The pump powered on correctly with no power interruption being duplicated during investigation. Unrelated to the original complaint, the battery compartment was found to be cracked. There was moisture observed inside the display. A leak test failed due to a battery compartment leak. The pump was opened and there was moisture damage found on the continuous glucose monitor board and on the printed circuit board assembly.